Event description:
A customer reported that unexpected negative results were obtained with the antibody screening assay for a patient sample containing an anti-fya.

Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the instruments. No additional investigation could be performed. The product had expired prior to receiving the complaint.